Manufacturer narrative:
This report is submitted on august 1, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with an antibiotic (mode of administration unknown). The implant remains in-situ.